Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch. We have received 5 different cases from the same customer regarding the same issue at the same time. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have not received any sample for analysis. Without any closed sample we cannot carry out an analysis in order to take a decision. Monosyn® biocompatibility has been tested in several experiments. In sensitization and irritation tests the harmlessness of monosyn was proved. Nevertheless, as stated in the side effects of the instructions for use of the product, "as for any sutures after implantation the following side effects may occur occasionally: transient inflammation foreign body reaction, transitory local irritation, granulation, stitch abscess or sinus, impaired cosmetic result and infection at the wound site. Existing infections may occasionally be enhanced by any foreign body. May not be excluded an occasional wound dehiscence, suture extrusion, failure to provide adequate wound support in closure of the sites where expansion, stretching or distension occur, failure to provide adequate wound support in elderly, malnourished or debilitated patients or in patients suffering from conditions which may delay wound healing and/or delayed absorption in tissue with poor blood supply." Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: it has not been possible to determine the root cause as no samples are received for analysis. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client (veterinarian) reported feline spay presented 4 days postoperative with pyrexia, lethargy, swelling over surgical site and puss. Intervention was further surgery to open the suture site where the wound had active infection and lots of puss present, the site was then flushed and a drain added. Muscle layer was intact and no breakdown to muscle layer sutures. She was then covered via antibiotics and got better slowly. For this case, a feline presented with active infection 3-4 days postoperatively. Wound breakdown on skin layer, pyrexia. Treated with antibiotics - feline needed conscious surgical intervention of cleaning wound, flushing and staples added to skin layer. The MFR report numbers related are: 3003639970-2023-00403. 3003639970-2023-00408. 3003639970-2023-00410. 3003639970-2023-00411.